Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent restenosis is a known potential outcome of coronary stenting and is multifunctional in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include patient factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. In this case, the event is likely related to the progression of the patient's coronary artery disease. Bx sonic product (prxxxx) is not distributed in the us; however, it is similar to us distributed bare metal stent (swxxxx).

Event description:
This male patient was admitted for coronary angiographic evaluation due to acute mi. Angiography revealed lesions in the mid-rca, the proximal lad and the omi. The lesion in the rca (culprit lesion) was treated with the implantation of a 3.5 x 33 mm bx sonic stent. The patient was discharged from the cath lab and a staged procedure was planned to treat the proximal lad and omi. Four days later, the patient was brought back to the cath lab for the staged procedure. The proximal lad was treated with implantation of a 3.5 x 13mm bx sonic stent and the omi was treated with implantation of a 3.5 x 18mm bx sonic stent. There were no reported complications and the patient was discharged in stable condition. Approximately 35 months post index procedure, the patient was admitted with chest pain. A multi-slice CT scan revealed a new lesion in the left main artery (lma); good permeability in the stent implanted in lad; good permeability in the stent implanted in the cx; no abnormalities in the marginal branch; no abnormality in the proximal rca; a calcified plaque at the junction between proximal rca and mid-rca; good permeability in the stent implanted on mid rca (index); no abnormalities in the rca, the dist rca, the r-pda or the r-pav. Conclusion: significant calcified stenosis in the lad. The decision was made to send the patient for coronary artery bypass surgery (CABG). One week later, the patient underwent surgery with the following grafts: left internal mammary (lima) artery to the lcx, right internal mammary artery (rima) to the lad, and a sapheanous vein graft to the rca.